Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer was prompted to add a minimum of 50 units to their pump's cartridge after filling a cartridge. There was no impact to the customer's blood glucose levels.